Manufacturer narrative:
The following devices were returned; however, it is unknown which of these were involved in the event: (B)(4). Batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several likely instances of premature power switching events as well as several critical battery alarms involving (B)(4). Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. (B)(4) were related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. This is one of two reports (3007042319-2015-01571 and 2015-01572) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the patient that they experienced several power switching events between the power ports of the controller with different states of charge with the batteries. It was also reported that the patient had critical power alarms and power-up-events. The batteries were exchanged from the hospital stock; there were no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. This is two of two reports (3007042319-2015-01571 and 2015-01572) submitted for devices related to the same event. Evaluation in progress.